Manufacturer narrative:
Complaint confirmed, even though the suture was not returned, the anchor was returned loose. The cause of the suture breaking is undetermined. No damage was observed on the driver. The tip of the anchor is damaged and the 1st thread stripped, the cause of which is undetermined.

Event description:
It was reported that during a shoulder arthroscopy the suture broke while it was tightened. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery. 18-nov-2021 update dw: further information was provided that the blockage of the suture fell out and broke inside. The suture broke and the anchor became detached during the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.